Manufacturer narrative:
The insulin pump was unable to prime unit during prime test due to faulty force sensor resistor. The excessive no delivery test could not be performed due to the prime anomaly. The device passed the basic occlusion test and displacement test. No motor error alarms were noted. The motor was tested outside the device and passed. It also had a scratched lcd window. Note: this is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on july 1, 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria. (B)(4).

Event description:
The customer reported via phone call that the insulin pump alarmed no delivery and then motor error. The blood glucose at the time of the incident was 123 mg/dl. The customer was able to rewind. While checking the alarm history, she received another motor error alarm. The device was returned for analysis.